Event description:
A (B)(6) male pt contacted zoll customer support to report that the battery charger would not charge the batteries. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not charge batteries) has been confirmed. Upon evaluation, there was contamination on the battery board inside the charger/modem. In addition, component u13 (8-bit cmos flash micro-controller) component was shorted. The cause of inability to charge the batteries is the contamination and the shorted u13. The cause of the shorted u13 is likely the contamination. The root case of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.